Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade unknown. (B)(4).

Event description:
Patient reported right side "rupture" MRI confirmed and "capsular contracture" baker grade unknown. Also reported "breast cancer" which was determined not to be device-related. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, yellow particles in the surface of the shell, underweight and opening. A microscopic analysis was performed which identify sharp edge assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact.

Event description:
Patient reported right side "rupture" MRI confirmed and "capsular contracture" baker grade unknown. Also reported "breast cancer" which was determined not to be device-related. Device was explanted.